Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella cp was placed for a patient due to myocardial infarction. The impella was successfully placed. It was noted that an echocardiogram showed a clotted effusion over the right ventricle. In addition, there was a notification of ongoing suction alarms. A decision was made to take the patient to the operating room (or) to remove the clot in the pericardium. While in the or, the impella cp got pulled back and was attempted to recross. The impella did recross, however, flows would not come up. A decision was made to place an extracorporeal membrane oxygenation and remove the impella cp. It was noted that the impella cp got caught in the femoral and came apart and vascular was called to remove the impella. It was noted that there was a cannula kink. However, the pump was successfully removed. No patient harm was reported.

Manufacturer narrative:
The investigation of removal issues, low pump flow, product damage (cannula kink), positioning issues, and product damage (detached inflow/outflow ¿ peripheral vessel) has been completed. The impella device was not returned for evaluation. Positioning issues: the clinical stated that while in the operating room to remove a clotted effusion over the right ventricle (rv), the cp got pulled back and then was attempted to recross. Recrossing was successful but there was low pump flows. Due to lack of clinical details, the root cause of the positioning issue of the pump getting pulled back, cannot be determined. Product damage (cannula kink): a kink was seen on the cannula post explant. The root cause of the product damage (cannula kink) is most likely due to a cannula kink that occurred while repositioning the pump. Low pump flow: the data logs show the pump flows drop rapidly while the p-level remains on 9. There are suction and positioning alarms. This shows that the cannula is most likely completely occluded. Based on the clinical details and data log analysis the root cause of the low pump flow is most likely due to a cannula kink. Removal issue: during removal, the cp got caught on the femoral artery, and the cannula separated. The root cause of the removal issue is most likely due to use as it was caught on the femoral artery and then separated with further attempts to pull. Product damage (detached inflow/outflow): during removal, the cp got caught on the femoral artery, and the cannula separated. The root cause of the product damage (detached inflow/outflow) is most likely due to use as it was caught on the femoral artery and then separated with further attempts to pull. H6 medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28885.